Event description:
Customer received results of 27.5 mmol/l and 21.8 mmol/l on compact plus system 1, and results of 10.1 mmol/l and 8.5 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 208078, expiration date 10/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.